Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tube and the clip that clips into the site became detached on three separate sets. There was no damage to the infusion sets when the package was first opened. Reportedly, he changed his infusion set and resumed insulin successfully. No further information available.